Event description:
A us distributor contacted zoll on (B)(6)2014 to report that a pt passed away on (B)(6)2014 while in the hosp. The pt was reportedly in a nursing home talking with the nurses when her blood pressure dropped. The pt was taken by ambulance to the hosp, and while in transit the pt was treated by the lifevest. Per review of pt flag data, the pt was treated twice. An arrhythmia was detected at 7:38:12. The ECG showed the rhythm to be sinus tachycardia at 110bpm. The pt was treated at 07:38:52. The rhythm at the time was sinus rhythm at 98bpm with bundle branch block and frequent pacs. The post shock rhythm was bradycardia at 46bpm and 4 seconds of asystole. Multiple counting contributed to the false detection. At 7:42:58 the ECG showed asystole with pacemaker failure to capture and nsvt @ 155 bpm. A second treatment was delivered at 7:43:49 during nsvt at 150bpm. The post shock rhythm was CPR artifact with pacemaker spikes. The ECG data shows asystole with CPR artifact and pacemaker spikes from 07:47:23 until the device was shutdown at 08:24:14. The response buttons were not pressed during the event.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) and belt sn (B)(4) has been completed. Both monitor and belt were fully functional and able to detect and treat a pt. The lifevest operated according to specifications. Monitor, (B)(4): 07/2013 - reuse. Electrode belt, (B)(4): 01/2014 - reuse.